Manufacturer narrative:
(B)(4). The customer returned one, opened radial artery catheterization set for evaluation. No definite signs of use were observed on the returned device. Visual and microscopic examination revealed one kink towards the distal end of the guide wire. Microscopic examination confirmed the damage. The kink is consistent with resistance met during an attempted advancement of the guide wire. The distal weld was present and appeared full and spherical. No other defects or anomalies were observed with any other portion of the catheterization device. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was advanced into the needle cannula. No resistance was encountered as the guide wire passed completely through the cannula. Therefore, the device functioned as expected. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed kinking on the guide wire. All relevant functional requirements were met; however, the kink is consistent with resistance having been met during an attempted advancement of the guidewire. The root cause cannot be determined as it is unknown if the kinking occurred before or after the customer handled the device; however , a non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when trying to use the product in the anesthesiology department, one of the products could not be used because the wire was bent, and the other one could not be used because there was resistance when puncturing. It was found prior to use to patient." Associated MDR numbers include: 9680794-2024-01255 and 9680794-2024-01238.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "when trying to use the product in the anesthesiology department, one of the products could not be used because the wire was bent, and the other one could not be used because there was resistance when puncuturing. It was found prior to use to patient." Associated MDR numbers include: 9680794-2024-01238.